Event description:
It was reported the pt did not have stimulation and his charger was not working. A replacement charger allegedly was unable to locate the pt's ipg. The pt's wife stated he has not used or charged the system in about a year. She reported the pt was admitted to the hospital for unrelated medical reasons approx 12 weeks ago. No further info is available at this time.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.